Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the renal artery. The 5.0x18mm rx herculink elite stent delivery system (sds) was advanced into the anatomy however resistance was met with the 6fr renal artery sheath and the anatomy and the stent dislodged from the balloon. A snare device was used to retrieve the dislodged stent. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.